Event description:
It was reported that the analyzer connected to the programmer generated a message "loss of communication, restart or end session if problem persists." Both the programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the analyzer displayed a message regarding loss of communication with the programmer. The analyzer passed final functional and systems tests and no anomalies were found. Concomitant product: product ID 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported that the analyzer, while connected to the programmer generated a message "loss of communication, restart or end session if problem persists." Both the programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067 radiofrequency programmer head. (B)(4).